Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 48.5 cm. An external insulation abrasion breaching the optim sheath only was noted at 14.2 cm to 14.6 cm from the distal tip consistent with friction to another implanted device or feature of the patient anatomy. The silicone insulation was not breached in this region. All other damages noted were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.